Event description:
Surgeon description: endoscopic closure colostomy, herniorrhaphy ventral. Bookwalter retractor was placed for exposure. The anastomosis had completely fallen apart as if no staples had been fired. Pt was converted to an open.